Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is not confirmed. Upon evaluation, the anchor was not returned for investigation. The driver returned has no issues. Functional testing was not performed due to the missing components of the device. No problem found for returned parts. The most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces.

Event description:
It was reported that during a bankart and slap repair surgery when driving the anchor in, it was damaged and no stability was obtained. The bone was properly prepared. There was no harm for patient, operator or third party. The surgery was finished successfully with a different device, ar-2325bss-1. It was not necessary to switch the surgical technique or do a second surgery.